Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is approximately one week post implantation. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt has been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The explant was performed because the patient experienced myopic surprise which was noticed approximately one week post implantation. The replacement lens was the same jnj model drn00v and different diopter 18.5. There were no complications, such as a capsule tear, vitrectomy, or sutures, and no product-related issues were identified. The patient is doing well. No further information was provided.